Event description:
The physician reports that, the crystalens broke when delivering the lens with an inserter. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted without incident.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to difficulty with lens inserter.